Event description:
(B) (6). Date of event: best estimate of date of event is (B) (6) 2009. According to the information received, an end user reported a catheter with the tip cut off. The catheter was reportedly sheared through, with packaging on outside intact but when opened, the catheter inside was cut through diagonally and the tip was missing. The customer had not used it and indicated it would be returned.

Manufacturer narrative:
The return of the device has been requested. It is unknown if the device is still available. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional information be received, a follow-up report will be filed. Device not returned for evaluation.